Event description:
Reporting status: serious injury/hospitalization/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial the index procedure was performed in late 2007. In 2008, the patient experienced chest pain or angina equivalent and shortness of breath. The chest pain was mostly with exertion. The patient went to see the dr on the following month, and an elective cath was performed on a week later, with stenting of rca. No additional event or patient information is available.